Event description:
It was reported that the surgeon mentioned that the patient was complaining of having a loose knee so he wanted to put in a thicker poly insert and therefore he took out the 6x13mm and put in a 6x16mm insert.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown ps size 6x13mm triathlon. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer- hospital policy.